Event description:
It was reported that the patient experienced hard and fast pacing during remote transmissions as a result of a polarity switch to unipolar on the right ventricular (rv) lead. The polarity switch occurred due to low lead impedance. The lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) 2009 (B)(6). (B)(4).